Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 01/11/2016. Device returned to manufacturer - yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) inside the cartridge tube, indicating that the device was handled and prepared for surgical use. No defects in the plunger/pushrod tip was identified that could impair functionality in the device. The tip of cartridge was observed damaged. The intraocular lens (iol) was observed stuck at the cartridge tube section. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the supplemental MDR, the date returned to manufacturer was correctly documented as 01/11/2017 but it was wrongly reported as 01/11/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication the lens was implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge's tip, of a preloaded delivery system, was deformed. A new device was used and no patient injury was reported. No further information was provided.